Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was missing pixels. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose was 200mg/dl. Reportedly the customer continued to use the pump for insulin therapy.